Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: h8: updated to indicate initial use of device. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. The universal surgical manipulator (usm) 1 was analyzed and found in system logs, the 32097 and 31226 errors were found indicating the error was pointing to the clock spring, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test failed on the clock spring fiber. Once testing was completed, the clock spring fiber was further tested and was verified to be the source of the fault. The complaint regarding faults on usm 1 was confirmed by failure analysis. The probable root cause of the reported issue can be attributed to a communication error due to a fault of the clock spring fiber within the affected usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse went on site and found error 31199 and 32097, 25730 on universal surgical manipulator (usm) arm 1. Fe replaced the usm arm 1 in accordance with isi procedures and this resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer encountered multiple errors on the universal surgical manipulator 1 (usm1). The issue resulted in the customer disabling the usm1 and continuing the case with the remaining usms. The technical service engineer (tse) viewed the system logs and found related errors 31199, 32097, and 25730 pointing to usm1. The procedure was completed with no reported injury.